Event description:
It was reported that pump housing and usb port were damaged, which prevented charging and caused pump shutdown. Customer¿s blood glucose reading showed as "high" with no specific value available. Customer delivered correction bolus using pump, planned to continue using current pump while relying on alternate insulin method if needed, and worked with technical support, who arranged shipment of replacement pump.